Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that quality controls were out of the specifications. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the liquid level sensor board on the reagent probe 2. The cse checked the reagent probe and sample probe alignments. During follow-up visits, the cse replaced the sample probe, sample probe valve 1 and reagent probe valve 1. The cse checked the alignments and ran quality controls, which were acceptable. The cse rebuilt the pumps including the vacuum pump and decontaminated the system. The cse also replaced the liquid level sensor board on the sample-dilution probe and reagent probe 1. The cse then dis-assembled the ion-selective electrode (ise) module, cleaned it and re-assembled it. The cse adjusted the setting for the buffer and air slug and ran quality controls, which were acceptable. The cause of the discordant, falsely low ca_2c results on two patient samples is unknown. This instrument is performing according to specifications. No further evaluation is required.

Event description:
Discordant, falsely low concentrated calcium (ca_2c) results were obtained on two patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated twice on the same instrument. The first repeat results were higher than the initial results, while the customer did not provide the results for the second repeat run. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca_2c results.